Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon interrogation post procedure, it was found that the right atrial (ra) lead exhibited no capture. The ra lead was explanted. Patient condition was stable.